Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. The customer's blood glucose was 628 mg/dl. The customer drank water, performed three supply changes and delivered a correction injection to address elevated bg level. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed. No additional patient or event information was available.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.